Manufacturer narrative:
H2: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with battery doorknob chipped off. Event history log review was performed and found evidence of reported problem. Visual inspection, and functional testing were performed, and pump passed testing. Investigation was unable to duplicate the customer reported issue during testing and the device passed all functional tests; however, reported error found in the pump ehl log. Therefore, investigators replaced the downstream occlusion sensor for preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "constant cassette not attached alarm with cassette attached". No adverse effects reported.